Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a left ventricular (lv) lead out of range impedance alert from a non boston scientific lead. In addition, right ventricular (rv) lead noise was noted a few months ago. Technical services (ts) and noted a pacing impedance high out of range alert for the lv lead and a shock impedance high out of range for the rv lead. Pacing inhibition was exhibited. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated description and coding to reflect received additional information.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a left ventricular (lv) lead low out of range impedance alert from a non boston scientific lead. In addition, right ventricular (rv) lead noise was noted a few months ago. Technical services (ts) and noted a pacing impedance low out of range alert for the lv lead and a shock impedance low out of range for the rv lead. Pacing inhibition was exhibited. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated description and coding to reflect received additional information.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a left ventricular (lv) lead low out of range impedance alert from a non boston scientific lead. In addition, right ventricular (rv) lead noise was noted a few months ago. Technical services (ts) and noted a pacing impedance high out of range alert for the lv lead and a shock impedance low out of range for the rv lead. Pacing inhibition was exhibited. This crt-d system remains in service. No adverse patient effects were reported. Additional information was received and a red call doctor icon was recorded due to out of range impedance measurements. This crt-d system remains in service. No adverse patient effects were reported.